Event description:
The unit was returned to a covidien service center where a tech found the internal copper wires were exposed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.